Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to mdrs #: 1828100-2013-00752 and 1828100-2013-00860. The batteries were received by the MFR in a severely depleted condition. Neither battery would accept a charge. The customer leaves the system on overnight in order for the system to charge the battery, but when they go to move the system into the room, the system runs out of battery power before getting to the room. There was no issues on a/c power.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusion system's battery was not charging correctly, would not power the system when moving into the operating room. There was an error message observed "battery not charging" and in the power source screen there is no charge. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.